Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that a crown on the bottom broke. They have not been able to wear the bottom aligner. Evaluating concern if any dental work is needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.